Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no pacing and no sensing, which had worsened with time. As a result, the physician went in and surgically abandoned this lead. A competitor lead was implanted, with great difficulty finding an area in the right atrium which would allow for pacing and sensing. A suitable spot was ultimately found. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.